Event description:
It was reported to medtronic minimed that the customer experienced pump error 130 (this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement) and the bolus was not delivered when the customer tried. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed; the customer was able to clear the alarm and complete the insulin pump rewind. The customer declined further troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarm during testing. Successfully downloaded history files and traces using thump. In further analysis in the pump history found one pump error 130 alarm on 07/26/2025 16:25:11.000, one pump error 53 alarm on 07/26/2025 at 17:46:43.000 (fileid = 208; linenum = 1419) and one pump error 4 alarm on 07/26/2025 at 17:46:53.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The motor was tested outside of the device and passed. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Pump error 130 alarm was recorded in the pump history, however, pump error 130 alarm was not confirmed during testing. Pump error 4 and 53 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.